Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they were unsure of moment that created dislodged. Patient stated they were cleaning kitty litter box and felt something change with stimulation; dislodged on (B)(6) 2020. Issue was resolved, paddle was placed on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 02-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins battery was "moved last year". Pss called the pt back to further clarify statement (therefore additional call recording available for this case). Pt reported that they had a paddle lead put in because they dislodged the leads last year. Pt stated getting the paddle lead was the "best decision ever". Pt reported that when the hcp did the surgery, the hcp moved the ins battery that was initially located in the pt's left buttock, to the pt's waistband area. Pt noted that the hcp was able to do that using the same incision. Pt stated the issue w/ the lead started a month or so before they went in for the revision surgery. Pt confirmed the revision surgery was in (B)(6) 2020.